Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent an atrial fibrillation (afib) ablation procedure. After equipment testing and immediately after the catheter was inserted into the patient's heart, it was observed that there was no image being displayed on the ultrasound system. The cables were replaced but it did not resolve the issue. The physician removed the catheter and reinserted a different but similar catheter to continue and complete the procedure. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens for investigation. According to engineering, based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. Reference complaint # (B)(4).